Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. Concomitant: 4194-78 lead, implanted: 2008-(B)(6).

Event description:
It was reported that the device was approaching elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.